Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a healthcare provider observed gaps in continuous glucose monitor data when the ilet bionic pancreas operating with dexcom g6 displayed a sensor failed alarm and a sensor expired alarm, and the system also annunciated a dosing stops soon alarm; the device relies on dexcom g6 sensors which require a warmup period before data transmission. Symptoms included absence of cgm readings during the affected periods. Outcomes included temporary interruption of automated dosing when cgm data were unavailable. Investigation included a review of device logs and alarm histories. Investigation of this case revealed that sensor failure and sensor expiration events, along with expected warmup behavior, produced the observed data gaps and led to dosing suspension notifications, consistent with proper alarm annunciation and signal loss to the ilet only. It was concluded, based on previously established findings for similar reports, that the cause was sensor end-of-life and failure events with associated warmup requirements leading to transient loss of cgm data.